Event description:
The biomedical engineer (bme) reported that they are unable to monitor two zm-530pa's at the central nurse's station (cns) display in cmu. They do not show up in monitored bed settings and network info. The transmitters were previously monitoring patients and went into comm loss. No patient harm or injury reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were unable to monitor two telemetry transmitters at the central nurse's station (cns). The transmitters were previously monitoring patients and went into comm loss. The bme had stopped monitoring the devices during the comm loss which is why the devices did not show up on monitored bed settings and network info. The bme did not know or remember the ip address of the devices he stopped monitoring. No patient harm or injury was reported. Investigation summary: the root cause for this event is determined to be unknown. The customer acknowledged the facility had been moving cnss around for remodeling. No response to follow-up attempts suggests the issue was resolved. A review of the serial number history found no recurrence of the issue.

Manufacturer narrative:
The biomedical engineer (bme) reported that they are unable to monitor two zm-530pa's at the central nurse's station (cns) display in cmu. They do not show up in monitored bed settings and network information. The transmitters were previously monitoring patients and went into comm loss. Biomedical engineer had stopped monitoring the devices during comm loss which is why the devices do not show up on monitored bed settings and network info. Biomedical engineer does not know or remember the ip address of the devices he stopped monitoring. Was removed from patient use after they could not see the devices in monitored bed settings. Note: facility has been moving cnss around for facility remodeling.no patient harm or injury reported. Nihon kohden technical support advised the biomedical engineer to find and isolate the org with the comm loss (where ip addresses are not all assigned) and troubleshoot the org and possibly the receiver cards. Then to assign the bed names to the receiver cards, after that to change the receiving channels so there are no duplicates. No further information received from customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were used in conjunction with the cns: zm's: model #: zm-530pa serial #: (B)(4) device manufacturer data: 03/04/2015 unique identifier (UDI) #: (B)(4). Model # : zm-530pa serial #: (B)(4) device manufacturer data: ni (B)(4)

Event description:
The biomedical engineer (bme) reported that they are unable to monitor two zm-530pa's at the central nurse's station (cns) display in cmu. They do not show up in monitored bed settings and network info. The transmitters were previously monitoring patients and went into comm loss. No patient harm or injury reported.